Event description:
A ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device's interface board was replaced to address the issue.

Manufacturer narrative:
The device was returned to the manufacturer's service center for further evaluation. The device was evaluated. Device failed testing during obm calibration, it would not go past 80psi steps. The technician replaced the interface pca to address the failure. The product identification lab could not confirm, or duplicate test failure identified at service. Risk: on review of the trilogy product family risk assessment, ER 2200179 version 39, the failure doesn't change or modify the risk of the device. The risk associated is covered under hazard tag inap08. Evaluation: pil visually inspected the interface pca and did not observe any visual defects. Pil tech reviewed the test reports sent from services and could not find a failure alleged in the complaint by services. Pil tech installed the suspected interface pca into the trilogy 202 test unit and operated for approximately 1 hour without any issues or errors. Pil has determined that the interface pca operates as designed and no problem found. The manufacturer concludes that interface pca board has been scrapped as per the requirments set forth in work instructions 8.4-1131 rev 6 and disposed of accrodingly.